Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance measurement of 137 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted. It was discussed that the shock impedance was 77 ohms at device change out over three and a half years earlier. It was noted that the patient had not received any shocks since initial device testing. No noise was present and the rv pace sense impedance was in range at 500 ohms. The clinic stated they would like to continue to monitor the patient. Ts also discussed the option of further testing. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient underwent defibrillation threshold (dft) testing. When the 41 joule shock was delivered a code 1005 appeared which indicated the ICD had shocked into an open lead condition. A 1.1 joule shock was then delivered and yielded 111 ohms. The painless shock exhibited 128 ohms impedance measurement. Boston scientific technical services (ts) was consulted and discussed that the code indicated the rv high voltage lead would no longer be reliable to deliver all of the energy moving forward. Ts recommended a revision procedure. Subsequently a revision procedure was performed where a subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted. At this time the ICD and rv lead remain implanted and programmed with tachycardia therapy off. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient underwent commanded shock testing. With a 1.1 joule shock the impedance was 95 ohms and with a 41 joule shock the impedance was 118 ohms. At this time the clinic opted to increase the remote interrogation alert within the remote monitoring system and continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Event description:
At this time the physician has opted to continue to monitor the patient and will consider performing defibrillation threshold (dft) testing in the future.

Event description:
Additional information was received that since the commanded shock testing the shock impedance had been rising steadily and currently reached 150 to 160 ohms range. Boston scientific technical services (ts) was consulted and discussed possible reason for the increase in shock impedance and options for further testing. The ICD and rv lead remain in service and no adverse patient effects were reported.